Manufacturer narrative:
B3 date of event: estimated.

Event description:
It was reported that this inflatable penile prothesis did not inflate. A revision surgery is planned. No patient complications were reported.